Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005: the patient underwent spinal fusion procedure with rhbmp-2/acs. In 2006, the patient underwent unknown surgery at four discs in lower back due to back problem. The patient had following complications: intense leg/back, fingers go numb, stabbing/burning pain when standing up or sitting down. On (B)(6) 2006: the patient presented with radiculopathy and chronic pain. The patient reported for following: neuritis, radiculitis, sacroiliitis, bilateral l5 radiculopathies (B)(6) 2007: the patient presented with bone growth tumors. A partial extrusion of graft material at the level of the distal right recess. The patient had failed fusion due to pseudoarthrosis l5-s1.

Event description:
It was reported that the patient underwent a surgery for lumbar fusion l4-s1 with interbody cages, pedicle screws, local bone, bone graft, and bmp. At 6 months post-op the patient reportedly had pain and swelling at the implant site with radiculopathy. At 12 months post-op, CT scan showed pseudoarthrosis at 5-1 right greater than the left; 4-5 looks great and is healing. It is believed that the pseudoarthrosis was from the related nicotine. At 26 months post-op, the patient is complaining of pain in the lower lumbar back and lower thoracic back. The patient states this pain started 25 years ago and he feels there was a causal event that started the pain. The patient's pain started after a fall. The treatment plan was a spinal cord stimulator.